Manufacturer narrative:
Approximate age of device - 4 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the customer provided the patient an ungrounded power module patient cable on (B)(6) 2018 to use due to alarms observed suspicious of a short to shield issue. It was also reported that there was external damage on the distal silicone coating of the driveline that was re-taped. Inspection did not show exposed wires. The customer had no plans for surgical repair due to high risk. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed a submitted log file that contained data from 19jun2018 to 17jul2018 and observed speed drops below the low speed limit. There were no further speed drops since (B)(6) 2018. No additional information was provided.

Event description:
Additional information: reportedly, x-ray images were ordered; however, the patient refused to have them performed twice. There are no plans for a surgical repair due to the patient¿s high risk for an exchange. An ungrounded patient cable was provided for use with the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low speed operation alarms was confirmed based on review of the submitted log files. Based on the manufacturer¿s previous complaint experience, the pump speed decelerations captured in the log files could have been potentially consistent with a compromised wire in the patient's driveline; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The patient remains ongoing on vad support using an ungrounded patient cable. No product available for investigation. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.